Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had constant tone. The customer's blood glucose level was 91mg/dl. The customer states that while troubleshoot for the constant tone, the buttons became unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked keypad connector on the lcd board. No constant tone or unexpected audio or beep anomaly noted during our testing. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump had minor scratched display window and cracked reservoir tube lip.